Event description:
(B)(4) study. It was reported that following a coronary artery stenting procedure the patient experienced chest pain and elevated tropinin. The patient presented due to stable angina (ccs class 3) and was referred for cardiac catheterization. Angiography results are not available at this time. The target lesion was located in the proximal left anterior descending (prox lad) with 70% stenosis and was 20.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with placement of a 2.75 mm x 12.0 mm taxus liberte stent. Residual stenosis was 0%. The next day, the patient developed chest pain with elevated troponin. The patient was treated with medication and a target vessel re-intervention was performed 3 days later. The event was considered resolved without residual effects 4 days post index procedure.

Event description:
It was further reported that the target lesion was treated with direct stenting using a 3.0 x 28 mm taxus liberte stent, not with placement of a 2.75x12mm taxus liberte stent as initially reported. Following deployment, there appeared to be a distal edge dissection which was treated with an overlapping 2.75 mm x 12.0 mm taxus liberte stent. The chest pain post procedure, was persistent and an exercise study showed a small defect in the anterior portion of the basal septum. Cardiac catheterization was performed. Treatment 4 days post index procedure not 3 days as previously stated, consisted of deployment of a 2.5 x 12 mm taxus stent in the proximal lad to cover the area of dissection. At this time, there was an attempt to treat the 1st septal perforator with angioplasty, however a 1.5 mm apex push balloon catheter could not be advanced into the septal perforator. No other attempts were made to treat this area of stenosis and the procedure was completed with good angiographic results. The patient was discharged 5 days post index procedure not 4 as initially reported on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Patient identifier - (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that following a coronary artery stenting procedure the patient experienced chest pain and elevated tropinin. The patient presented due to stable angina (ccs class 3) and was referred for cardiac catheterization. Angiography results are not available at this time. The target lesion was located in the proximal left anterior descending (prox lad) with 70% stenosis and was 20.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with placement of a 2.75 mm x 12.0 mm taxus liberte stent. Residual stenosis was 0%. The next day, the patient developed chest pain with elevated troponin. The patient was treated with medication and a target vessel re-intervention was performed 3 days later. The event was considered resolved without residual effects 4 days post index procedure.

Manufacturer narrative:
Same case as 2134265-2010-04730. (B)(4).

Event description:
It was further reported that the target lesion was treated with direct stenting using a 3.0 x 28 mm taxus liberte stent, not with placement of a 2.75x12mm taxus liberte stent as initially reported. Following deployment, there appeared to be a distal edge dissection which was treated with an overlapping 2.75 mm x 12.0 mm taxus liberte stent. The chest pain post procedure, was persistent and an exercise study showed a small defect in the anterior portion of the basal septum. Cardiac catheterization was performed. Treatment 4 days post index procedure not 3 days as previously stated, consisted of deployment of a 2.5 x 12 mm taxus stent in the proximal lad to cover the area of dissection. At this time, there was an attempt to treat the 1st septal perforator with angioplasty, however, a 1.5 mm apex push balloon catheter could not be advanced into the septal perforator. No other attempts were made to treat this area of stenosis and the procedure was completed with good angiographic results. The patient was discharged 5 days post index procedure not 4 as initially reported on aspirin and prasugrel.